Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with back-to-back blood pt results of 5.0 inr and 6.0 inr. An add'l sample, obtained from the same pt, reportedly measured 3.3 inr in a laboratory. Reporter noted that pt's therapy was not modified based on the value obtained on the suspect device. No pt injury was reported and no treatment was rec'd. Electronic qc testing has reportedly been performed on the system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.